Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the chips falling out of the reservoir compartment and the reservoir is no longer securely held in place. The blood glucose was 9.8 mmol/l at the time of the incident. Customer advised to replace the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, broken off battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, missing end cap sticker and completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place.